Manufacturer narrative:
The insulin pump was received with case at display window corners, reservoir tube lip completely broken off and test reservoir will not lock/click in place, cracked belt clip slot, reservoir tube, minor scratched and cracked display window, and missing reservoir tube o-ring. The insulin pump passed the operating currents measurement, self test, unexpected restart error test, displacement test and excessive no delivery test. Analysis was unable to perform the basic occlusion test and occlusion test due to reservoir tube lip anomaly.

Event description:
The customer reported via phone call that the reservoir would not fit in the insulin pump. The customer's blood glucose was 286 mg/dl at the time of incident. The customer stated that they corrected the blood glucose with manual injection. The customer also stated that the infusion does not lock in place as well. The customer stated that the o-ring was missing. The reservoir compartment and screen had crack. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.